Event description:
It was reported that multiple patients have access to the pca pumps due to a key. There was patient involvement but no harm. Additional information provided: the customer states "in the past, we have had an event where a patient tampered with the pca with their own key. To my knowledge, there was no patient harm."

Manufacturer narrative:
Omit : medical device other operator.

Event description:
It was reported that multiple patients have access to the pca pumps due to a key. There was patient involvement but no harm. Additional information provided: the customer states "in the past, we have had an event where a patient tampered with the pca with their own key. To my knowledge, there was no patient harm."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.